Event description:
During a lung resection procedure, after firing the device to close the pulmonary vein, the surgeon found some staples were malformed. The surgeon had to hand sew to finish the case. Extend o.r. Time by 30 minutes. No pt consequence.